Event description:
The customer called to report a blood leak in the collect pump tubing. The customer noticed a pool of blood around the collect pump and it was spreading to the recirculation pump after 145 ml whole blood processed. The treatment was aborted. The patient was reported to be in stable condition. A service order, (B)(4), was generated to clean and inspect the pumps. No product was returned for evaluation.

Manufacturer narrative:
A batch record review of lot c336 was conducted. There were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for the complaint category, tubing leak. Tubing leak was investigated through CAPA (B)(4). CAPA (B)(4) was closed as effective. Feedback for service order, (B)(4). The service tech cleaned up the blood leak. The service tech removed the pump heads and found more blood and then cleaned again. The service tech also lubes the pump heads and reinstalled them. The system checkout procedure was then successfully performed. Service order (B)(4) is now closed and no further action is required. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).